Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac arrest. The right ventricular (rv) lead exhibited undersensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.